Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify e70 alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer's blood glucose level was 160 mg/dl. Customer also reported that drive support cap was normal. Customer advised the pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.